Event description:
Customer reported the plastic coating of spirit combo insulin pump menu and confirm buttons is worn out and she is having difficulty in pushing them. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.